Manufacturer narrative:
It was indicated the leads would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode as a result of lead insulation damage on the right atrial (ra) lead and right ventricular (rv) lead. As a result, the ra and rv leads were explanted. No additional adverse patient effects were reported.

Event description:
Subsequent information was received that the insulation damage resulted in noise. No adverse patient effects were reported.